Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, noted a blood glucose of 382 mg/dl with thirst, and observed that the pump displayed 150 units at press-and-hold but was not delivering insulin, with alerts indicating the cartridge was empty; the patient proceeded with a complete supply change and later reported blood glucose of 191 mg/dl. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or long-term impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.